Event description:
Pa-c was suturing a head incision with an ethicon 3.0 coated vicryl taper rb-1 when the needle broke off. X-ray performed and foreign body noted, small curvilinear radiodensity. Intraoperative c-arm fluoroscopy used and foreign body again noted and retrieved by surgeon. Incision then closed.